Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was explanted. The physician advanced the 2.50x20mm taxus liberte stent to the left anterior descending artery (lad) and successfully deployed the stent in the lesion at 12atms. The lesion was post dilated with a 2.75mm quantum balloon at 14atms. The physician advanced a non bsc wire through a side branch to the diagonal artery and when the physician pulled the wire out it became tangled in the stent strut. The stent came out of the patient along with the wire and the stent appeared elongated. The physician was able to successfully implant another stent with no patient complications reported. The patient's current condition is listed as "okay".